Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave hybrid intra aortic balloon pump (iabp) had damaged power cord and damaged upper panel. No patient involvement.